Event description:
It was reported that during the percutaneous catheter myocardial ablation to treat atrial fibrillation in the atrium, versacross transseptal sheath was selected for use. It has been mentioned that the dilator tip was damaged after unpacking. It was further mentioned that the tip was lifted. The procedure was completed successfully by using another device (different device, same model, boston scientific product). No patient complications have been reported. The device is not expected to be returned as it was disposed at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the percutaneous catheter myocardial ablation to treat atrial fibrillation in the atrium, versacross transseptal sheath was selected for use. It has been mentioned that the dilator tip was damaged after unpacking. It was further mentioned that the tip was lifted. The procedure was completed successfully by using another device (different device, same model, boston scientific product). No patient complications have been reported. The device is not expected to be returned as it was disposed at the facility. It was further reported that the distal tip of dilator was found lifted upon unpacking. The adhesive part at the tip had peeled off. No other issues were reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being sent for the updated field describe event or problem (b5), in section b: adverse event or product problem. Correction to the initial MDR in block report source (other) (g2), in section g: all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.